Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited low r-wave sensing and was unable to pace. Dislodgment of the lead was confirmed via x-ray. The lead was repositioned successfully. The patient is doing well.